Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said that the pump is not suctioning well failed water test, kit was replaced 2 weeks ago. All troubleshooting did not fix the issue. Motor sounded strained. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 22may2026, it was reported we received the biohazard box for returning the kit and plan to call for pickup tomorrow. The pump began losing effectiveness and the patient was wet in the morning for several days in a row. She was diagnosed with a urinary tract infection, which included a hospital stay and treatment with IV and oral antibiotics. The device was replaced.